Event description:
It was reported, that the patient's the right ventricular (rv) lead exhibited high impedance measurements. The lead was capped and replaced. The patient was stable throughout the procedure.

Manufacturer narrative:
Further information was requested, but not received.